Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: during the investigation, the last basal delivery was on (B)(6) 2018. The last delivered bolus was a 7.55-unit normal bolus on (B)(6) 2018 at 18:23. The pump was manually suspended on (B)(6) 2018 at 09:28, and manually resumed at 09:35. A replace cartridge alarm was recorded on (B)(6) 2018 at 21:05. The next prime was recorded on (B)(6) 2018 at 22:24. The total daily dosage¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range, and delivering accurately. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of the testing the basal history correctly showed 2.0 units and a total daily dosage showed 48.0 units. No cracks were found on the pump casing. The returned cartridge cap was damaged. The caps threads were intact, and was able to fully attach to the pump. No moisture was observed in the pump. A leak test passed. The pump cover was removed, and no internal moisture was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600-700 mg/dl with dizziness, confusion and shortness of breath. The patient reportedly was seen by their health care provider during an office visit. The reporter alleged that the cartridge cap was damaged and that the pump had not been delivering insulin for approximately four months. Animas customer support was not able to complete troubleshooting with the reporter during the call due to the patient¿s blood glucose being elevated at the time. Animas customer support made several attempts afterward to obtain additional information from the reporter; however, the reporter did not respond to animas customer support attempts at re-contact. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged damaged cartridge cap issue.